Event description:
The event occurred at approximately 1600, in inpatient oncology, on an unspecified date in (B)(6) and involved a chemolock¿ port. About 15 minutes after arsenic, a chemotherapy drug, was infusing the patient complained of feeling "wet." The nurse assessed the patient and noticed the blue attachment closest to the patient was leaking. Treatment was stopped, the patient washed their arm thoroughly and there was no abrasion or wound seen on arm. The patient's gown was changed, and there was no chemo seen on floor or surrounding area the attachment was replaced and no further leaking was observed. There was patient involvement however no patient harm.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.